Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, a black foreign matter was found inside the package. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - can you identify the lot number of the product that was used? - where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) - please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? - are there any photos of the foreign matter available? - is it possible that the foreign material fell into packaging upon opening of device? - was the product seal on the foil still intact when the package was opened? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/22/2024 h6 component code: g07002 no device problem found additional information:d4, d9, g1, h3, h4, h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: o can you identify the lot number of the product that was used? =>tlmrma o where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?)=>inside the sterile barrier o please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance?=>it was a black matter. What was the texture?=>unk o are there any photos of the foreign matter available?=>no o is it possible that the foreign material fell into packaging upon opening of device?=>unk o was the product seal on the foil still intact when the package was opened?=>unk o will the device be returned for evaluation?=>yes if yes please return all relevant packaging material o please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) =>hiromi tokuyama o please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. =>we regularly contact with sale rep about the device returning. H3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, one unused sample that pertain to product code j311h. Upon visual inspection, the sample was examined, and no anomalies or issues related to foreign matter could be noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.